Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was used to treat a malignant biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. During the procedure, the handle broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the inner sheath was detached. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of inner sheath detached. Block h10: a wallflex biliary fully covered rmv stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection found the inner sheath detached in the guidewire access sleeve (gas) section and the gas was stretched out. No other problems with the stent and delivery system were noted. Product analysis did not confirm the reported event of handle break as no problems were noted to the handle. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) could have resulted in the observed events of the inner sheath detached and guidewire access sleeve (gas) stretched out. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.